Event description:
The pin came out of a zuma inserter handle 95-5101 during the procedure and recovered. There was no harm or injury to the pt or the physician as a result.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.